Manufacturer narrative:
(B)(4).

Event description:
Covidien received info stating that the 840 ventilator was inoperable with an alarm of no air supply. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the compressor printed circuit board (pcb). The unit passed extended self-testing.